Event description:
It was reported, that a coil protrusion occurred. A 15mm x 20cm interlock .035 was selected for use. During the procedure, it was noted, that the coil was stuck in the distal part of the catheter. The coil wire was removed with coil. However, the coil protruded from the catheter tip upon removal. The procedure was completed with another of the same device. There is no complications reported.